Event description:
It was reported that during the procedure the threaded tip of the zyston inserter fractured. The broken piece was removed and an alternate inserter was used to complete the case. There were no reports of patient harm.

Manufacturer narrative:
Information erroneously entered into h5: there are no changes from the initial report. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned zyston curved variable inserter shaft for the failure of broken/fractured. Medical records were not provided for review. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Device use and compatibility this device is used for treatment. Reported event is not related to a combination of product lines; therefore, a compatibility review is not applicable. If any information is received which changes the information in this report, a follow up report will be submitted.

Event description:
It was reported that during the procedure the threaded tip of the zyston inserter fractured. The broken piece was removed and an alternate inserter was used to complete the case. There were no reports of patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the threaded tip of the zyston inserter fractured. The broken piece was removed and an alternate inserter was used to complete the case. There were no reports of patient harm.